Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 07 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a left knee revision due to loosening, arthrofibrosis, and pain. The surgeon indicated the synovium and capsule was very thick and scarred. He reported the tibial component was loose, and de-bonded easily from the cement mantle. He noted good patellar tracking, and the patella was not revised. The patient was implanted with a competitor knee system. Depuy bone cement was implanted, and there were no complications to the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018 (lt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.